Event description:
A distributor contacted zoll to report that the patient passed away on (B)(6) 2015. The patient's husband reported that the patient had unplugged the lifevest electrode belt to get into the car and then passed out. The patient's husband reported that he reconnected the electrode belt, but no treatment was delivered. The patient passed at approximately 3:00 pm. Download data shows that the patient was in bradycardia (30 bpm) transitioning to an idioventricular rhythm (50 bpm) at 15:07:19. The electrode belt was disconnected at 15:10:15. The patient was in vt (170 pbm) for 22 seconds prior to the disconnection of the electrode belt. The electrode belt was disconnected before the lifevest could complete the treatment sequence and deliver a pulse. The lifevest was shutdown at 15:28:55. According to device download data, the electrode belt was not reconnected after it was disconnected at 15:10:15.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and capable of delivering a treatment. There was no device malfunction associated with this event. Device manufacture date. Monitor; electrode belt: 09/2012.